Event description:
In the midst of hysteroscopic myomectomy equipment stopped working. Versapoint machine is used to resect fibroids via vaginal approach. The same units showed: "error 200" and did resect fibroid tissue.